Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, a port was sheard off the reservoir. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo did not receive the device for evaluation; therefore, the complaint could not be confirmed. The most likely cause is damage post manufacturing. The unit is 100% inspected and at several station in final assembly for damage; as well as, final inspection. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.